Event description:
It was reported that the ilet pump¿s touchscreen developed a crack with lines across the display, though the screen remained functional, and the user was advised to shut down the original device and transition to a replacement; the event aligns with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Investigation description: display damage due to impact.